Manufacturer narrative:
One double lumen presep catheter was received for evaluation without the packaging. Prior to decontamination, examination found no discoloration or foreign material on the catheter. The catheter tip was deformed and appeared pinched but the catheter body was in good condition. The catheter would not pass in-vitro calibration. The tip damage was indicative of being placed into the cal cup incorrectly during packaging. This was confirmed to be a manufacturing nonconformance. An investigation was initiated to determine if corrective actions are necessary for the tip damage. All thru-lumens were found to be patent and did not leak. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of foreign material could not be confirmed during the evaluation. No photos were submitted for review. No actions will be taken at this time.

Event description:
It was reported that "the distal tip of the catheter was found crushed and it was unable to insert the guidewire before use. It was also reported that there was an unknown murky color material which appeared like bonding adhesive found on the side of the catheter body before use." There were no patient complications reported.